Event description:
The event occurred on an unspecified date and involved an unspecified spiros product. The customer reported that they prepared an azacitidine syringe and the nurse could not inject the entire dose. There was unknown patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
It is unknown if the device is available for evaluation. Multiple requests have been made to obtain the return device, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Manufacturer narrative:
Received one (1) used. List #unknown, needle; lot #unknown. One (1) used. List #unknown, spiros; lot #unknown. One (1) used. List #unknown, 6 ml single use only terumo syringe; lot #unknown. Residuals were observed in the spiros and mating devices. The reported complaint of not giving the full dose could not be confirmed. The returned sample was tested and met all product specifications. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified. D9 - date returned to mfg: 9/5/2024; d9 - device available for evaluation: yes.